Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge from the pump and inspect the o-ring, which was found to be out of place and damaged. Technical support assisted the customer in filling a new cartridge, but the customer was upset about the issue, questioned the need for room temperature insulin, and disconnected the call after cursing, although the issue was resolved.